Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a back light anomaly. Every time she turned the back light on and pressed the b button, the light did not turn on and the b button did not work. The customer received a finish loading alarm. Clearing the alarm helped the insulin pump go back to its normal state. Her blood glucose level started at 100 mg/dl and went up to 399 mg/dl. The product was not returned. Nothing further to report.